Event description:
It was reported that the nurse got their foot caught in the side rail and fell fracturing their wrist. Further information has not been provided at this time.

Event description:
It was reported that the nurse got their foot caught in the side rail and fell fracturing their wrist. Further information was not been provided regarding treatment.

Manufacturer narrative:
It was reported by the user facility that the staff members at the account were unaware of how low the siderail sat to the ground and that there was no defect with any of the units. This issue was resolved for the customer by providing further education to the account and confirming that there was no further action required. The catalog number has been added to section d.